Event description:
Received info from the pt reporting a loss of therapeutic effect. She was helping a friend move and squeezed between some boxes and a wall and hit the ins. Stimulation hasn't been the same since. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)